Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was having difficulty pushing the plunger while filling the reservoir. Blood glucose level at the time of the incident was 105 mg/dl. During troubleshooting, the customer changed the reservoir and was able to push the plunger. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and it passed per specification. No occlusions were noted.